Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture; conservatively capturing this for the right side. The device remains implanted.

Event description:
Patient reported unknown side rupture. Physician reported right side rupture confirmed via ultrasound. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, b.6, d.1, d.2a, d.2b, d.4, d.6a, d.6b, h.4, h.6.

Event description:
Patient reported rupture; conservatively capturing this for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported unknown side rupture. Physician reported right side rupture confirmed via ultrasound. Device was explanted and replaced